Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was hospitalized for the event. During hospitalization, the patient underwent a surgical procedure to repair the hernia. Also during hospitalization, pd therapy was placed on hold and patient was started on hemodialysis for ¿a couple of weeks¿. Six days after admission, the patient was discharged from the hospital. At the time of this event, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.